Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set was cracked and leaked. The following information was provided by the initial reporter: it was reported by the customer, the hub of the tubing cracked, causing a leak and rendering the line unusable.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-15 investigation summary a complaint of a hub cracking and leaking during use was received from the customer. One sample returned for investigation. Customer complaint confirmed. Cracking of the female luer was observed on the set. A piece of the component was almost completely torn. A device history record review could not be performed on model me2017 because a lot number was not provided by the customer. The root cause was identified as internal stresses created in luer during manufacturing process that make it more susceptible to chemical/mechanical attacks. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 60 in ultra minibore extension set was cracked and leaked. The following information was provided by the initial reporter: it was reported by the customer, the hub of the tubing cracked, causing a leak and rendering the line unusable.